Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod. Symptoms reported include having a headache and nausea. Once at the hospital the patients pod was removed. The patient administered a manual insulin injections prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids. The customer was at the hospital for 2 hours. The patients pod will not be returned as it has been discarded.